Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation - the instrument arrived in a decontaminated condition and was available for investigation. The broken off tip was missing. Visual inspection showed visible damage, scratches and a groove. Furthermore, optical inspection of the fracture surface showed unknown impurities, light brown and black discoloration. No anomalies were found. Batch history review - the device quality and manufacturing history records have been checked and found to be according to specifications valid at the time of production. No similar events have been filed with products from this batch. Conclusion and root cause - the root cause of the problem is most probably usage related. Rationale - according to the quality standard and manufacturing files a material defect and production error can be excluded. No pores or inclusions could be found on the point of rupture. Investigations lead to the assumption that breakage and the visible damage were caused due to an improper handling by a mechanical overload situation. This could have been caused by levering or turning movement with the instrument. The breakage could have led to the broken off coating. There is also the possibility of pre-damage or similar due to previous surgeries and over-straining. The instrument is for delicate use only. We assume that the brown discoloration are unknown residues and that the black discolorations are coating residues. Furthermore, according to the instructions for use (IFU) the following points and warnings must be observed: kerrison bone punches with thin foot plate are identified with a gold-colored distal working end/gold-colored plug-in and the label "for delicate use only". Use the product according to its intended use. Avoid overstraining the product by turning or levering movements during the punching procedure (especially applies to kerrison bone punches with thin foot plate). Use kerrison bone punches with thin foot plate only for removing small, soft bone parts and soft tissue. Punch out only as much tissue as the cavity between the foot and slider part can accommodate.

Event description:
It was reported that there was an issue with a kerrison intraoperatively. During an unspecified procedure, it was noted that the "footplate" broke off. The malfunction did not cause or contribute to serious injury, however, there was a delay in surgery. Additional information was requested but not yet provided.

Manufacturer narrative:
Description, update.

Event description:
Additional information and clarification was provided. The reporter was unaware of a delay. But if it had occurred, it would have been less than 15 minutes. An x-ray was not taken; the surgeon stated that the piece was "too small to worry about".